Event description:
The pt was hospitalized for a restenosis intra-cypher in the target lesion in 2007 (inclusion of the pt in the study). There is no info on which of the 2 cypher implanted at initial procedure restenosed. The lesion length was 18mm and diameter stenosis was 83%. The lesion (same day) was irregular, concentric, readily accessible, with no angulation and no calcification. There was no bifurcation or side branch involved. This lesion was treated with a balloon only, brand unk, 20 x 3.50, max. Inflation pressure 22 atm. Result was satisfying. Pt came back for his 9 month follow-up coronarography in 2008, with chest pain. The exam showed restenosis of the target lesion. It was treated by implantation of a cypher stent (no details available for now on this stent). Pt left the hospital on the next day. Initial stent implantation in the target lesion occurred in 2004. Indication for the procedure was q-wave mi. The target lesion was the mid right coronary artery. The lesion was 3.09 mm in diameter and 30 mm in length. There was no bifurcation, lesion contour was smooth, no tortuosity, no angulation, eccentric, and no calcification. Two cypher stents were deployed at 16 atm, in the mid right coronary artery (both stents were 33 mm x 3.00mm; neither catalog number nor lot number available at that point).

Manufacturer narrative:
Two products with the same catalog and lot numbers are represented. The product was not available for analysis. The sterile lot numbers are unk therefore a device history review report could not be performed. Restenosis is a known potential adverse event associated with implanting coronary stents. With the very limited available info it is not possible to determine exactly what factors may have contributed to the reported events.

Manufacturer narrative:
During an internal review of complaint files, it was noted that the size of the stent (3 x 33mm) was provided. However, there is no way to determine what type of cypher they are referring to.